Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for the event. The patient was treated with tobramycin and amoxicillin (intraperitoneally, dose and frequency not reported). The patient and caregiver were re-trained on pd therapy. Pd therapy was ongoing. At the time of this report, the patient's condition was ongoing and improved. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.